Event description:
A consumer reported seeing halos at night and stripes of light during the day. The association between this event and the iol is not known. Additional information has been sought from the implanting surgeon.